Manufacturer narrative:
Visual inspection of the returned device confirmed that the external protective carton was damaged. The inner sterile cavity was sealed and device returned, unused. As returned, the shrink wrap is missing from the outer carton. The outer carton exhibits wear and tear that indicative of extensive handling/shipping. The outer tyvek lid is partially removed from the cavity. The internal and external sterilized cavities were fractured/compromised. On removing the internal tyvek lid, it was noted that the internal sterile cavity was compromised with fracture at the point of contact with the stem taper, through the foam. This device is used for treatment. This device has been in distribution for approximately 9 years and 11 months. A review of distribution history confirmed that this device was potentially in the loaner distribution pool; the amount of distribution during this timeframe is unknown. Review of the complaint history, indicated no prior complaints for the part-lot combination associated with the returned device. Verification testing was previously conducted to verify that the packaging system provides physical protection and maintains integrity of the sterile barrier system through normally anticipated hazards associated with distribution. Representative devices were packaged and sterilized at nominal conditions. The test results verify that the devices meet the required acceptance criteria. Based on review of the returned device and associated packaging, a likely cause for the package damage is excessive shipping and handling, beyond normal anticipated distribution.

Event description:
It is reported that the packaging was damaged, leaving the implant nonsterile.

Manufacturer narrative:
This report will be amended when our investigation is complete.